Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that the patient received inappropriate therapy for supra ventricular tachycardia (svt). The implantable cardioverter defibrillator (ICD) initially withheld therapy due to the svt discriminator, but then therapy was delivered. The device remains in use. No further patient complications have been reported as a result of this event.